Event description:
It was reported that during a percutaneous peripheral artery intervention, a guide wire tip dislodged. The procedure treated the 100% stenosed, chronic total occlusion that was 30mm long located in the severely calcified right superficial femoral artery. There was no vessel tortuousity. A true path guide wire was advanced but could not cross the lesion. Upon removal, it was noted that the tip of the true path device dislodged while inside the non-bsc support catheter and was safely removed from the patient . Other attempts to complete the procedure with additional unspecified wires and catheters were unsuccessful. No patient complications were reported and the patient status is ok.

Event description:
It was reported that during a percutaneous peripheral artery intervention, a guide wire tip dislodged. The procedure treated the 100% stenosed, chronic total occlusion that was 30mm long located in the severely calcified right superficial femoral artery. There was no vessel tortuousity. A true path guide wire was advanced but could not cross the lesion. Upon removal, it was noted that the tip of the true path device dislodged while inside the non-bsc support catheter and was safely removed from the patient . Other attempts to complete the procedure with additional unspecified wires and catheters were unsuccessful. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the chronic total occlusion device was received still plugged into the control unit. The torquer and wire were found still intact. During the visual and microscopic inspection of the returned device, dried blood was found on the handle and on the control unit. A kink on the outer shaft was found distal to the the spindle cap. The distal end of the device (active tip, tip housing and a portion of the distal outer shaft) was found broken (detached) from rest of the device. This area was measured to be 6 mm long. The distal end was broken at the shaping area. The radiopaque coil was found detached from the proximal solder and was wrapped around the outer shaft. The coil had been stretched 17 inches. The broken distal end was still attached to the stretched coil. Tissue was found at the end of the stretched coil. The actual tip of the device was not found detached or delaminated. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.bsc ID: a00328707 tw: 2364562